Event description:
It was reported that the right atrial lead exhibited loss of capture, noise, p-waves could not be sensed and there was an alert for a low lead impedance of less than 100 ohms on (B)(6) 2010. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.